Event description:
Legal counsel for the patient reported that patient underwent left m2a hip arthroplasty on (B)(6) 2005, and right m2a hip arthroplasty on (B)(6) 2007. Subsequently, the left hip was revised on (B)(6) 2009, due to alleged pain, altered gait, clicking, and tenderness. During the revision procedure, the surgeon noted the acetabular cup had no bony ingrowth. The acetabular cup, taper insert, and modular head were removed and replaced. No revision procedure has been performed on the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent left m2a hip arthroplasty on (B)(6) 2005, and right m2a hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2009, due to patient allegations of pain, altered gait, clicking, and tenderness. It was also alleged that the surgeon noted the acetabular cup had no bony ingrowth. A review of invoice history confirmed all surgery dates and that the acetabular cup, taper insert, and modular head were removed and replaced during the left hip revision procedure. No revision procedure has been performed on the right hip. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2009 was due to acetabular cup loosening and metal staining. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number thirteen states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 2 of 6 mdrs filed for the same event ((B)(4)). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and to correct the revision date.